Manufacturer narrative:
A component of the system, the locatable guide, was returned for analysis. The eval of the locatable guide determined that it functioned normally. In addition, a site visit was performed on (B)(4) 2011 and a both the functional and accuracy tests passed. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that when the site was in the pt sensor set-up screen, they were unable to continue further with the procedure due to the "finish" button being grayed out. The entire system was rebooted and the same issue was reported. The site was not receiving any error messages. As a result, the case was cancelled with the pt under general anesthesia. There was no harm or injury to the pt reported.